Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, as lens remains implanted (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after injection of the tecnis simplicity intraocular lens (iol), the surgeon noted prolonged adhesion of the two haptics. It was provided that the lens suddenly deployed into the anterior chamber by rotating. The iol had to be positioned in the bag with a weight hook. The patient was informed of this incident and is being closely monitored. As a post-operative result, the patient is 1/2 diopter myopic, and the doctor decided not to perform an explant. Account indicated that there were no clinical consequences to the patient. No further information was provided.